Event description:
It was reported that the patient for an ladh procedure had to be re-operated on because she had lost 5 units of blood within the same day after the initial procedure. The patient's current status is unknown. The surgeon stated that he felt that the ace+, which was used during the initial procedure, did not seal and coagulate very effectively. It is unknown if the device is available for analysis at this time.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information: where was the bleeding from? Uterine artery. What other instruments were used during the initial procedure? None, until flow-seal and keplinger. How was it determined that the blood loss from the ace? Surgeon's opinion. After rep spoke with surgeon. Two surgeons operating together. Lap portion of case "looked good went below for vaginal portion; went back up . Lowered pressure to 8; looked completely dry. Sent pt to floor; pt lost 5 units of blood; re-op (emergency lap), uterine artery had opened up. Kepinger/bi-polar and loaded with flow-seal; discharged yesterday. If the surgeon felt that the ace+ did not seal and coagulate very effectively, was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Rep not in case; follow-up on with surgeon another day. Unknown about alert screens or power settings.